Event description:
Pt was having an attempted angioplasty of a left popliteal stenosis. The raabe sheath sheared off in the scarred right groin. Pt was taken to operating room to remove the piece of sheath that had sheared off. There was difficulty in accessing the right groin due to fem-pop bypass, however, the common femoral artery was accessed. The tract was dilated with a 7fr sheath to insert a 5fr sheath. Bentson wire placed an aortogram done. A 6fr raabe sheath placed over the top in an attempt to angioplasty a 50% stenosis distal to the fem-pop bypass graft. Raabe inserted and advanced to origin of right common iliac, but unable to advance sheath further. Plan was to pull out the raabe sheath, the sheath broke just below the shin. Fluoro confirmed a retained a segment of the sheath. The wire was pulled. Pt was taken immediately to the operating room where a cutdown was performed and the sheath was found above the artery and some really thick scar tissue. Fragment was removed from the right femoral artery without further problem. Extensive scar tissue was confirmed at this time. On (B)(6) 2010-lle agram-thrombolysis. On (B)(6) 2010-lle agram, restudy, proximal and distal anastamosis pta. The fragment was removed without further problems noted.

Manufacturer narrative:
(B)(4): separates is addressed in the provided IFU. Date user facility sent report to FDA is unk as not provided by the reporter. Quality control specification requires 100% inspection; insuring correct inside diameter and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of coil. In addition, there is a final inspection which confirms surface of sheath is free of excessive dents, bumps or scratches. An IFU, provided with this device in which it cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight; as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present; however, such actions could not be confirmed from the physician's statements of the event. Additionally, iso standard 11070 requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints. Prior similar complaints and risk analysis resulted in the issuance of corrective action/preventative action for this failure mode of separated. The investigation of corrective action/preventative action led to a revised IFU issued via a change request, issued on 04/16/2010, which is prior to the post sterilization services date in the device history record for this lot number; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We will continue to monitor for similar complaints and have verified the effectiveness of implementing the described corrective/preventive action. Additional info from the voluntary report: report date: 03/02/2011; brand name: flexor check-flo introducer; common device name: sheath; single use?: yes; (B)(6).